Manufacturer narrative:
The manufacture number used in this report (2031642-2023-00269) reflects the old manufacture number, this correction is to update the record to the new manufacture number.

Manufacturer narrative:
H10: the field service engineer (fse) evaluated the device. It was then confirmed, that the device was receiving error code 1124 cbitbatteryfailed, and that the internal battery would need to be replaced to fix problem. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device displayed error code 1124 (battery failed). The customer replaced the battery, but the issue was not resolved. The philips remote service engineer (rse) discussed replacing the power management printed circuit board assembly (pm pcba) for the battery failed 1124 code. The customer requested to have the device repaired by philips.